Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure of the adjustable pressure limiting valve, resulting in an inability to manually ventilate. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was ordered for replacement. The distributor performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was ordered for replacement.